Manufacturer narrative:
An event regarding corrosion involving an accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by consulting clinician who indicated: "the primary harm involved is recurrent instability of the hip. The poor condition of the hip abductors undoubtedly plays a role in the recurrent instability. No evidence of implant design or manufacturing is presented. The patient had mildly elevate blood co,cr and ti ion levels and staining of the tissues with metallosis. The nature of the staining i.e., is not known. While it might be related to corrosion and wear of the trunion and head it also may reflect abnormal wear of the edge of the titanium cup as it articulated abnormally with a dislocated femoral head. There is insufficient documentation presented to complete this assessment." Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event of metallosis is confirmed however, the root cause could not be determined. No evidence of implant design or manufacturing is presented. Further information such as primary operative report, implant records, dated pre- and post-op x-ray images, clinical notes and the explanted devices are needed to complete the investigation for determining root cause. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The customer reported that the female patient presented with dislocation. She was revised on (B)(6) 2016 and the surgeon reported metallosis. Images of explanted devices indicate black on stem trunnion and inside the head. The surgeon further reported that the muscle of the abductors destroyed by armd. Patient had dislocation of thr 3 times prior to revision. This is the right side.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported that the female patient presented with dislocation. She was revised on (B)(6) 2016 and the surgeon reported metallosis. Images of explanted devices indicate black on stem trunnion and inside the head.